Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two mynxgrip vascular closure devices were being used for hemostasis following a bilateral iliac stent procedure, when the sealant did not deploy. It was reported that the tamp tube did not disengage. Initially, two non-cordis sheaths were placed in the left and right femoral arteries. It was noted that the femoral arteries were tortuous and small (maybe 4mm). It was also reported that the physician in this case was not fully trained on the mynxgrip device and that the lab had been instructed to notify the rep for case support until the physician was fully trained, but did not in this case, so the rep was not present for the case. It was reported that the rep thinks that the physician did not advance the shuttle all the way, which they have done in the past. There was no patient injury reported. The devices were clinically used and have been discarded, so will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, two 6/7f mynxgrip vascular closure devices (vcd) were being used for hemostasis following a bilateral iliac stent procedure, when the sealant did not deploy. It was reported that the tamp tube did not disengage. Initially, two non-cordis sheaths were placed in the left and right femoral arteries. It was noted that the femoral arteries were tortuous and small (maybe 4mm). It was also reported that the physician in this case was not fully trained on the mynxgrip device and that the lab had been instructed to notify the rep for case support until the physician was fully trained. However, they did not in this case, so the rep was not present for the procedure. It was reported that the rep thinks that the physician did not advance the shuttle all the way, which they have done in the past. There was no patient injury reported. The devices were not returned for analysis. A device history record (DHR) review of lot f1819704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, handling factors (physician was not trained and had past issues with shuttling down completely) most likely contributed to the failure to deploy events reported, as stated by the sales rep. Additionally, the vessel diameter in the procedure was smaller than instructions for use (IFU) recommends; therefore, procedural factors may also be a contributor to the events. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, the IFU states that the safety and effectiveness have not been established in ¿pediatric patients or others with small common femoral arteries or veins (<5 mm in diameter). Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.